Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint reported as: "tubing attached to mask comes out tangled. And staff cant get it on patient in a hurry." Additional information was requested, but not available at the time of this report.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the oxygen tubing was assembled correctly. The tubing was not tangled. A device history record review was performed and no relevant findings were identified. Based on the visual exam the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Complaint reported as: "tubing attached to mask comes out tangled. And staff cant get it on patient in a hurry." Additional information was requested, but not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Complaint reported as: "tubing attached to mask comes out tangled. And staff cant get it on patient in a hurry." Additional information was requested, but not available at the time of this report.